Event description:
It was reported, the patient had out of range impedance for one electrode. The event was noted as related to the device or therapy and unlikely related to the implant procedure. There were no signs or symptoms related to the event. The event was ongoing with no further action needed and no interventions taken. Additional information clarified the impedance was high for one electrode.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.